Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-06337 and 2134265-2013-06339. It was reported that during percutaneous coronary intervention (pci) procedure, the ilab motor drive unit (mdu) automatic pullback failed. The procedure was completed with another of the same device. No patient complications were reported.